Event description:
Reporter alleged obtaining the results of 187 mg/dl and 100 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that she used an alcohol swab prior to the 187 mg/dl result and before the 100 mg/dl she sprayed water on her hands and wiped them off. A request was made for the return of the affected product.